Event description:
A false positive advia centaur troponin ultra result was obtained by the customer and considered discordant when compared to the initial troponin test result run on an advia centaur xp system. The patient sample was repeated on both advia centaur systems and the results were negative. A negative troponin result was reported. There was no known report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection. The fse check all four aspiration probe calibrations and made adjustments. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.